Event description:
Event description guidant received this tranvenous defibrillation lead with no information or allegation against the lead. Laboratory analysis revealed a lead fracture. No other adverse events have been reported.